Event description:
The surgeon was removing an unknown size variable angle locking compression plate medial distal tibia plate due to a non-union. While removing, it was realized the heads of all the 2.7 va locking screws were broken off, unknown part numbers and quantity, the screws were reported to be broken prior to removal. The devices were implanted at a different hospital on an unknown date the parts are unavailable, as they were discarded. All devices were removed successfully from the patient and no fragments were left behind. Procedure was completed successfully, the x-rays are unavailable. There was a five minute delay due to the reported event. This report is for the locking screws, quantity, part and lot number unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for the locking screws, quantity, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.